Event description:
Balloon pump ceased functioning examination revealed battery failure. Balloon pump replaced with functioning equipment. No adverse patient outcome identified. Patient was hemodynamically monitored via an arterial line and was also attached to an electrocardiogram monitordevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: component failure, telemetry failure, support system problem, battery/pack. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, device temporarily removed from service, other. The device was not destroyed/disposed of.